Manufacturer narrative:
A review of the device history records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The patient was admitted on (B)(6) 2014 and had lower extremity angiography. Severe calcific plaque was noted in the left cia, for which an 8mm x 37mm visi-pro stent was deployed and in good position. However, the balloon broke and was unable to be retrieved through sheath. An attempt was made to pull it through the right puncture site, but was unsuccessful. Left groin access was obtained, and the physician was eventually able to partially sheath the remnant balloon (nearly the entire balloon), though a segment of balloon was outside of the sheath upon withdrawal through the arteriotomy. A 7 f sheath was replaced with a mild extravasation around sheath. Additionally, a non-occlusive filling defect in right eia. Mild luminal irregularity was noted in the right cfa, thought to be non-occlusive thrombus after considerable manual pressure was applied to cfa. A surgeon was consulted and arrived quickly to take the patient to the or where a bilateral groin cut down was performed. Residual shards of fibrous debris were removed from the endarterectomized surface. Minimal clot was evident bilaterally on fogarty return. Strong inflow pulses were present. On (B)(6) 2014, the patient had another angiogram for diagnostic purposes at which time her left external iliac was stented. On 6/4/14 the patient was taken to the operating room for a left femoral to below the knee popliteal bypass with in-situ gsv as well as debridement of the foot wounds. The patient did well post-operatively. At discharged on 6/4/14, patient had biphasic pulses by doppler in her left foot and graft. Patient declined further surgery on her left foot for osteomyelitis and was discharged on oral antibiotics. Physical therapy cleared patient to go to assisted living facility. Patient was discharged with order for physician therapy and a home health care nurse to change left foot dressings every other day.